Event description:
It was reported to philips that the device will not consistently read an ECG from one call to the next. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.